Manufacturer narrative:
"Complaint summary: users reported being unable to upload 770g series pumps through carelink uploader. Investigation/testing summary: an attempt to reproduce the reported event using carelink uploader 3.9.0 installed on dell precision 7560 windows 11 with mmt-1886 pump was conducted and confirmed the issue was not reproduced. After analyzing the data obtained from the carelink uploader application logs, we were unable to definitively ascertain the root cause of the issue. The displayed errors appeared to align with potential anti-virus interference, although it should be noted that the user reported not having any anti-virus software in use. Due to the nature of the issue and the difficulty in obtaining local logs precise cause could not be determined. We asked helpline to provide local logs so we can continue to investigate. The helpline has reported that despite making multiple attempts to contact the customer to address the issue, they have been unable to obtain a response. (Most likely) root cause: based on available information and similar issues cause was most likely misconfigured security or anti-virus software analysis summary: due to nature of issue and difficulty in obtaining local logs precise cause could not be determined. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Event description:
Information received by medtronic indicated that the customer tried care-link personal and that did not work and  770g does not upload.  Troubleshooting was performed but the issue was not resolved. The customer stated that the care-link uploader was not found. No harm requiring medical intervention was reported. It was unknown whether the customer would continue the use of the device and the product would not be returned for analysis.